Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor displayed a service code 102 (charge profile fault) and a service code 203 (pulse test fault). The cause for the failure was isolated to an open r45 resistor on the computer/analog board and a physically damaged c19 capacitor on the defibrillator pca. The root cause for the open r45 resistor and the damaged c19 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor failed incoming functionality testing.